Event description:
Caller alleged false negative hcg results for seven (7) pts. Results as follows: customer tested seven (7) pts thus, all negative on combo test using serum. Each sample was sent out for confirmation and all serum quantitative results came back approx 50mlu/ml. Customer is a new user and was not trained on using product. No pt info was provided.

Manufacturer narrative:
Investigation pending.